Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: d4 expiration date null. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in cable section and imaging section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image output and sometimes the image was not displayed was caused by cable section damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had poor image output and sometimes the image was not displayed. The issue occurred during reprocessing. There were no reports of patient involvement.